Event description:
The center reported that the patient experienced headpiece retention issues between his external headpiece and implanted device. External equipment was exchanged and additional magnets were added to improve retention. However, the problem was not resolved. A skin flap revision surgery will be scheduled.